Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion, guide cath: hyperion. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous, eccentric and moderately calcified de novo distal left anterior descending artery that was 99% stenosed. A sion guide wire was crossed and then a 2.5 x 15 mm trek otw balloon catheter was advanced for pre-dilatation; however, resistance was felt against the tortuous vessel and lesion. The balloon was inflated once and it ruptured at 6 atmospheres. It was therefore replaced with a non-abbott balloon catheter to pre-dilate the lesion and implant a xience alpine stent to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.